Manufacturer narrative:
(B)(4). See MDR#1219856-2016-00265 /(B)(4) for other report.

Event description:
It was reported that the event involved a male patient. While in the cath lab the intra-aortic balloon (iab) was prepped and the fiber optic sensor (fos) key was inserted into the console however the fiber optic sensor (fos) was not recognized. Nevertheless, the intra-aortic balloon (iab) was inserted via the patient's left femoral artery. The intra-aortic balloon (iab) therapy was difficult to provide due to no recognition of the fiber optic sensor (fos) by the console and another error message. (The sales rep was unable to find anyone who recalls the error message). The cardiologist decided to remove the intra-aortic balloon (iab) and replace it with a new intra-aortic balloon iab-05840-lws. The second intra-aortic balloon (iab) was prepped and the fiber optic sensor (fos) was inserted into the pump at this time the fiber optic sensor (fos) was also not recognized by the console. The second intra-aortic balloon (iab) was inserted via the same insertion site, the patient's left femoral artery. Intra-aortic balloon pump (iabp) therapy was again difficult and this time the console was exchanged. Per the perfusionist intra-aortic balloon pump (iabp) therapy was instituted with electrocardiogram (ECG) trigger and intra-aortic balloon pump (iabp) therapy worked fine at this point. The fiber optic sensor (fos) was still not recognized by the second console. The patient was taken to surgery and while in the operating room (or) the perfusionist reattempted to insert the fiber optic sensor (fos) connector, and it was recognized by the second console. The perfusionist calibrated it with the arterial line. Intra-aortic balloon pump (iabp) therapy proceeded without incident. There was a reported 5 minute delay / interruption in intra-aortic balloon pump (iabp) therapy however no patient harm reported. There were no reported death, injury or complications. Medical / surgical intervention was not required. Pump strips were not generated. X-rays were performed to find appropriate placement of intra-aortic balloon (iab). The patient outcome is unknown per the perfusionist. The perfusionist had biomed check the fiber optic sensor (fos) slide on the first console. The biomed said it checked out "ok." According to the biomed, "we were able to get the first intra-aortic balloon (iab) catheter to be recognized by other consoles but not the original console of this event. Though the first console checked out ok, "I don't believe it is functioning properly with regards to the fiber optic sensor (fos)."

Manufacturer narrative:
Qn#(B)(4). A complete evaluation could not be performed at teleflex since no parts or recorder strips were returned. The complaint could not be confirmed. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: see MDR#1219856-2016-00265 /(B)(4) for other report.

Event description:
It was reported that the event involved a male patient. While in the cath lab the intra-aortic balloon (iab) was prepped and the fiber optic sensor (fos) key was inserted into the console however the fiber optic sensor (fos) was not recognized. Nevertheless, the intra-aortic balloon (iab) was inserted via the patient's left femoral artery. The intra-aortic balloon (iab) therapy was difficult to provide due to no recognition of the fiber optic sensor (fos) by the console and another error message. (The sales rep was unable to find anyone who recalls the error message). The cardiologist decided to remove the intra-aortic balloon (iab) and replace it with a new intra-aortic balloon iab-05840-lws. The second intra-aortic balloon (iab) was prepped and the fiber optic sensor (fos) was inserted into the pump at this time the fiber optic sensor (fos) was also not recognized by the console. The second intra-aortic balloon (iab) was inserted via the same insertion site, the patient's left femoral artery. Intra-aortic balloon pump (iabp) therapy was again difficult and this time the console was exchanged. Per the perfusionist intra-aortic balloon pump (iabp) therapy was instituted with electrocardiogram (ECG) trigger and intra-aortic balloon pump (iabp) therapy worked fine at this point. The fiber optic sensor (fos) was still not recognized by the second console. The patient was taken to surgery and while in the operating room (or) the p erfusionist reattempted to insert the fiber optic sensor (fos) connector, and it was recognized by the second console. The perfusionist calibrated it with the arterial line. Intra-aortic balloon pump (iabp) therapy proceeded without incident. There was a reported 5 minute delay / interruption in intra-aortic balloon pump (iabp) therapy however no patient harm reported. There were no reported death, injury or complications. Medical / surgical intervention was not required. Pump strips were not generated. X-rays were performed to find appropriate placement of intra-aortic balloon (iab). The patient outcome is unknown per the perfusionist. The perfusionist had biomed check the fiber optic sensor (fos) slide on the first console. The biomed said it checked out "ok." According to the biomed, "we were able to get the first intra-aortic balloon (iab) catheter to be recognized by other consoles but not the original console of this event. Though the first console checked out ok, "I don't believe it is functioning properly with regards to the fiber optic sensor (fos)."